Event description:
The technician alleged the side rail is broken and hanging off the bed. No patient impact.

Manufacturer narrative:
The technician replaced the side rail assembly to resolve the issue.